Event description:
It was reported that when using the bd pyxis¿ es server, station¿s c drive was fully utilized, causing the pyxis device to appear offline at the station while still showing online in health sight viewer with critical override and download delay. Remote access via remote smart service (rss) was not possible due to low disk space, rendering the station unusable. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the station was unusable because the c drive was full. A field service engineer (fse) cleaned the device as directed, freeing up 13 gb of space, and the case was reassigned to technical support specialist (tss) after confirming the device was connected to the network, but the database was not synchronizing. Tss performed database maintenance as per knowledge article, including shrinking the database and verifying completion without errors. Log analysis identified incremental synchronized failures due to snapshot isolation conflicts. Tss validated structured query language (sql) and synchronized status, then performed a full data synchronized after placing the device out of service. Post synchronized, the device was returned to application mode, communication with the server was restored, and no further errors were observed. The customer was informed throughout the process and confirmed the device was functioning properly, providing approval to close the case. The system functioned as intended after technical support specialist and field service engineer troubleshot the device.